Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was etracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited increased pacing thresholds. Subsequently, a revision procedure was performed to reposition the ra lead. Multiple attempts were made to reposition the lead but helix extension difficulty and placement difficulty were encountered. This ra lead was ultimately extracted and replaced. No additional adverse patient effects were reported.